Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported extravasation of calcium folinate. Pain and swelling noted as being infused. Flushing and bleeding back prior. Inserted (B)(6) 2024, internal 42cm, ext 5cm, cut 47cm. No other information was provided.